Event description:
It was reported that pump screen was broken, remained black, and touchscreen was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Pump still powered on, charged, and was recognized by computer, device was planned for return for further evaluation, and customer received replacement pump from distributor.